Event description:
It was reported that (1) 355ld was used during a lap cholecystectomy procedure. It was reported by the rep that the gasket dropped off into the pt. It is unknown how the case was completed. There was extended or time by five minutes.